Event description:
As reported per ansm report provided. "Since the prosthesis was fitted, difficulty moving. Stabbing pain in the abdomen and back, difficulty breathing. Migration of the prosthesis to date with chronic pain and follow-up at a pain clinic since (B)(6) 2024 with ineffective stens trial, ineffective versatis and qutenza patches. Currently on 24-hour IV infusion of daqupan for 21 days. Discussion regarding hospitalisation for ketamine infusions every 7 weeks. Pet scan performed on (B)(6) 2024 showing metabolic formation in the lower left abdomen attached to the abdominal wall: post-surgical granuloma? Gingivitis, recurrent mouth ulcers. Mobilisation for 20 minutes too painful, so wheelchair prescribed! Joint pain appeared after the operation and gradually spread to the wrist and knee. (Meniscosis) bursitis of the right and left hips, herniated disc s1-l5 with pressure on the dural sheath. Unable to carry weight, severe and chronic fatigue, I am physically exhausted, my mind is willing but my body can no longer keep up. I was a geriatric nurse and I am the mother of two children (aged 5 and 2). I have been in pain every day since this operation." "Comment: I have nothing to add. My life has been hell since this prosthesis was fitted." "Current condition of the patient: the physical consequences have been listed above. I would add to that the consequences psychological issues with treatment for ocd developed after this infection, 15mg of teralene in the evening to help me sleep because I ruminate constantly! Nightmares, phobia of healthcare workers, anxiety treated with lexomil and depression treated with 150mg of venlafaxine. I have a constant fear of dying. I don't want to leave my home because I have severe digestive problems and find myself constantly on the toilet when I have abdominal pain."

Manufacturer narrative:
As alleged, the patient experienced adverse complications post implant of ventrio st mesh. Based on the information available, no conclusions can be made. The degree to which the ventrio st mesh implant used to treat the patient, may be causing, or contributing to the reported patient's postoperative outcomes is unknown. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Migration is listed as a possible complication in the adverse reactions section of the instructions-for-use, provided with the device. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.